Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as the patient scratched near catheter site and they think it traveled down; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. The day after the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. Two days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.